Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer getting relief from scs (spinal cord stimulator) therapy. The patient underwent an explant procedure. The explanted ipg will not be returned as it was kept by the medical facility.